Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis. The nurse reported there was no evidence of any medical issues that may have contributed to the sterile peritonitis event, such as leakage of bile, urine, gastric juices, or pancreatic enzymes into the peritoneal cavity; therefore, the cause of the peritonitis will be assessed as unknown. The patient was hospitalized for the event and while hospitalized the patient was treated with unspecified intraperitoneal antibiotics which were discontinued after discharge. The patient was discharged on an unreported date and was treated with oral levaquin every other day for two weeks (dose not reported). The patient was recovered from this peritonitis event. At the time of this report, pd therapy remained ongoing. No additional information is available.